Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 429678, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was extracted. Implantation of a new lv lead was abandoned and a previously implanted lead was successfully reactivated. It was further reported that the device had experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.